Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
PMA/510k #: 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (PMA p860057/s001). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
During the europcr 2019 congress the following valve-in-valve procedure was identified as pertaining to an edwards device: a patient with an edwards valve underwent a valve in valve replacement after an implant duration of approximately 7 years and 4 months due to degeneration. A non-edwards valve was implanted within the surgical edwards valve. As reported, the non-edwards device was subsequently replaced with an edwards transcatheter valve. No other information was provided at the time of the reported event.